Manufacturer narrative:
D10 concomitant medical products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n5a1618y) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, while performing stomach transection, the stapler appeared to fire only two-thirds of the way, the staples on the distal one-third of the reload did not appear to be deployed, the buttress material appeared ripped, and the tissue was not cut the full length of the reload. The sutures securing the buttress material remained intact and uncut. The device was replaced, and a new reload was issued; the procedure was completed by stapling around the malformation. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, while performing stomach transection, the stapler appeared to fire only two-thirds of the way, the staples on the distal one-third of the reload did not appear to be deployed, the buttress material appeared ripped, and the tissue was not cut the full length of the reload. The sutures securing the buttress material remained intact and uncut. It was noted that the staples were sightly malformed in one area where staples stopped firing did fire. The device was replaced, and a new reload was issued; the procedure was completed by stapling around the malformation.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.